Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted the outer insulation of the lead was observed to have blood ingression.

Event description:
It was reported, there was high impedance and confirmed fracture of the shocking coil. The right ventricular pacing lead was reported to have diminished r waves. The right atrial pacing lead was reported to have insulation damage and was damaged during the procedure. The shocking coil and right ventricular lead were explanted and replaced. The right atrial lead was partially explanted and replaced. The electrode remains on the epicardial tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4968-25 lead implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.